Manufacturer narrative:
Product event summary: analysis found the programmer had a blank screen and then a system error. Analysis also found the system fan is noisy.

Event description:
It was reported the programmer boots to "please wait" in 3 different languages and stalls there, then went to a critical system error. It is indicated that technical support said corrupt file. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 229047 analyzer. (B)(4).